Manufacturer narrative:
E.1 initial reporter facility:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a main drawer pocket failed and unable to eject pockets. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple random cubies failed and opened wrong cubie pocket main drawer 3.1. A field service engineer removed the back panel and replaced the retractor band. Then fse replaced the row board cable and re-seated all cable connections at the back of main drawer 3.1 and 3.2. After completing the repairs, the customer logged in and confirmed that the inventory drawer station was functioning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a main drawer pocket failed and unable to eject pockets. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.